Event description:
It was reported that during a da vinci heller myotomy procedure, the vessel sealer instrument would not work at all. It would not cut or coagulate. The long solid beep was heard but it didn't smoke. The staff tried reseating the instrument and the plug and it still did not work. On (B)(4) 2015, intuitive surgical inc (isi) representative contacted the initial reporter and it was stated that the long solid tone and two short beeps at the end of the cycle were heard, although the solid tone lasted longer than usual. No error messages were displayed. The staff tried reseating the instrument and reseating the plug into the generator in an attempt to correct the issue; however, there was no change. No patient injury, intervention or post-operative complications were reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Visual inspection of the instrument showed no blade exposed. The conductor wire and snake wrist were undamaged. No significant bio debris was found at the instrument tip. The vessel sealer was placed on an in-house is3000 da vinci system and it passed self-check, cut, seal and function testing with no issues. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument allegedly was not fully sealing during the procedure, could likely cause or contribute to an adverse event if the failure mode were to recur.